Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports that one patient sample generated an architect ca 125 ii assay result of 213.80 u/ml. The sample was sent from another lab with very minimal volume for proper preanalytical preparation. The customer then requested a second sample. The second sample arrived and was tested two days later and generated results of 18.6 and 19.1 u/ml. Controls were within specifications on all runs, but had expired in march 2014. There is no impact to patient management reported.

Manufacturer narrative:
No returns were made available from the customer site for this evaluation. The evaluation found that the calibrator and controls used by the customer when the event occurred were greater than six months past their expiration date. This may have impacted the results generated. Also, the original sample used by the customer to generate the suspect result was not centrifuged. A subsequent sample obtained and processed appropriately generated the expected (accepted) result. This suggests that the customer's issue was due to improper sample handling and/or evidence of compromised sample integrity. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 125 assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca 125 reagent kit is performing as intended and no new issues were found. A product malfunction was not identified. Concomitant medical products: architect ca 125 calibrators, ln: 02k45-01, lot: 42k38113, expiration date: 03/18/2014, device manufacture date: 04/01/2013. Architect ca 124 controls, ln: 02k45-10, lot: 42k38213, expiration date: 03/18/2014, device manufacture date: 04/01/2013. Architect ca 125, list number to 02k45-28 (size code only).